Manufacturer narrative:
The reported unintended activation was confirmed by a manufacturer service technician during evaluation. A frozen locking cam has been identified as the cause of the event, which had in the past contributed to similar events.

Event description:
It was reported that during testing at the manufacturer facility the device was unintentionally running while it was in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.